Event description:
It was reported by service report that the chair frame was broken and there was a sharp piece of metal that was poking through the upholstery. No pt involvement or adverse consequences are reported.